Manufacturer narrative:
Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, by the speech pathologist. That the writing on the pilot balloon was rubbed off, while the patient was in the ICU. The event occurred, in the ICU department of the hospital. The trach was changed. No chemicals were used to clean the pilot balloon. No harm reported. The pilot balloon is used, as a clinician resource to ensure cuff is inflated to correct pressure.

Event description:
Additional information: there was no additional medical intervention needed for the patient, only the unplanned trach change.

Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. It is probable that the failure was caused by customer; due to using or cleaning (e.g. Excessive force during cleaning, aggressive cleaner). Unfortunately without the sample we are unable to determine true root cause of this issue. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.